Manufacturer narrative:
D6b explant date updated. Correction: e4.

Manufacturer narrative:
Section d catalog number was corrected. Section e was corrected. Medical device problem code was corrected from a0709 to a160105. Health effect - impact code was corrected from f01 to f26. The cause of the false alarm issue was not established as no product or logs were returned for analysis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old male patient with frequent intermittent ¿impella in aorta¿ alarms. Echocardiography confirmed appropriate device positioning. No signs or symptoms of hemolysis were noted, and the patient remained hemodynamically stable.